Manufacturer narrative:
Corrected data and additional information: upon further review it was noted that the additional information provided below was inadvertently left out of the initial report. Account provided that the surgeon moved the intraocular lens (iol) out of the capsule bag, into the anterior chamber and removed the plastic from the posterior surface of the iol using forceps. The surgeon reported no injuries were sustained by the patient. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the photographs provided by the customer were evaluated. The images showed the complaint lens implanted in the patient's eye. Scratch like marks were observed on the lens. Due to photographic quality and no product received, no foreign material could be observed and no further issues were identified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: n/a - lens remains implanted; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the insertion of the preloaded, monofocal, intraocular lens (iol) the surgeon observed a piece of plastic with very defined edges on the iol. The plastic piece was removed and saved by the surgeon. There was no report of patient injury. No further information was provided.